Manufacturer narrative:
On 27-feb-2023, the product investigation was completed. Device evaluation details: visual analysis of the returned sample revealed the device in good condition of the vizigo sheath. A cool flow pump test was performed, and the device failed the flowing test since water leakage was observed on the stopcock. Microscopic examination in the stopcock surface and showed evidence of fissure. The root cause of the stopcock fissure cannot be determined. Due to this fissure in the three-way stopcock, internal action has been initiated to further investigate the findings. A device history record evaluation was performed for the finished device [(B)(6)] number, and no internal actions related to the reported complaint condition were identified. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 1-feb-2023, photo analysis of the received pictures of the complaint device was completed. Device investigation details: according to pictures provided by the customer, the port appears to be leaking blood. A device history record evaluation was performed for the finished device [00001481] number, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Per internal review completed on 27-dec-2022, the coding was updated. The event was originally reported for closed stop cock valve but that assessment has been updated to side port leakage. This event is being reported for side port leakage. The h6 medical device problem code was updated to fluid leak (a050401). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received photographs of the complaint device. The lab also received the actual physical device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with an carto vizigo¿ 8.5f bi-directional guiding sheath - medium. It was reported that the side port was leaking blood. The medical team confirmed that the cock stop valve on the side port was closed. The sheath was replaced, and the procedure was continued. The side port of the sheath was leaking. The valve did not break into pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. No air entered patient¿s body. This issue did not require surgical removal. The patient¿s hemodynamics were not compromised. The approximate volume of blood that was lost was 1cc. No intervention was required. No patient consequences were reported. After cross functional review it was determined that this complaint was reportable based on initial event information provided. Closed stop cock valve is MDR-reportable.